Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test using nasal sample performed on an unknown date. The consumer went to hospital on (B)(6) 2024 and tested positive in emergency room with unknown test using unknown sample type. Additionally, the consumer also tested negative on (B)(6) 2024 with ihealth covid-19 antigen rapid test with unknown sample type. The consumer reported experiencing symptoms such as headache. The consumer confirmed there was no harm due to the test results.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test using nasal sample performed on an unknown date. The consumer went to hospital on (B)(6) 2024 and tested positive in emergency room with unknown test using unknown sample type. Additionally, the consumer also tested negative on (B)(6) 2024 with ihealth covid-19 antigen rapid test with unknown sample type. The consumer reported experiencing symptoms such as headache. The consumer confirmed there was no harm due to the test results.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided.the remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.